Manufacturer narrative:
Correction; section b5 : the event description is updated to include the patient symptom as reported in the health effect clinical code. Correction; section b6 : the imaging information was updated per the event description as initially reported.

Event description:
It was reported that the patient presented to the emergency room experiencing discomfort due to phrenic nerve stimulation. Interrogation of the device revealed loss of capture at maximum output on the left ventricular (lv) lead. Chest x -ray imaging revealed that the lead was dislodged. The lv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement. Extra cardiac stimulation, and failure to capture. As received, a complete lead was returned in one piece. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The double bend was measured to be within product specification. Visual and x-ray examinations of the lead found no anomalies except for procedural damage.

Event description:
It was reported that the patient presented to the emergency room due to phrenic nerve stimulation. Interrogation of the device revealed loss of capture at maximum output on the left ventricular (lv) lead. Chest x -ray imaging revealed that the lead was dislodged. The lv lead was explanted and replaced. The patient was stable.